Event description:
Adverse event(s): "bag broke" (capsular bag tear, posterior); "vitrectomy" (vitrectomy). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A nurse reported that during intraocular lens (iol) implant surgery, the capsular bag broke and the incision was enlarged to remove and replace the iol. She stated, the reason the bag tore was because the pt's zonules were weak. She stated, there was no fault of the lens. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/13/2010 and 05/28/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).